Event description:
Device 1 of 2. Reference MFR report # 1627487-2012-00829. Following completion of the procedure to implant the patient's ((B)(6)) ipg, it was reported the device was not functioning. Further diagnostic testing found impedance issues on several lead contacts and x-ray revealed the extension had become disconnected from the ipg. Surgical intervention was undertaken on the same day of implant to restore the connection; however, the issue recurred the following day. Disconnection between the ipg and extension was again confirmed via x-ray. A second surgery took place on (B)(6) 2012. The procedure was completed with the replacement of the patient's ipg. The reported issue is now resolved.

Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.